Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted reload had a full complement of staples. The reload was received with the lock ring rotated out of position. Pmv performed functional testing which included the lock ring was rotated into the correct position. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device did not fit or set to the stapler. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The reload was tried with another stapler but the problem could not be solved. Therefore, a new reload was opened and was used without issues. There was no patient harm. The patient status is alive, no injury.